Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 4 years and 5 months post implant, red heart alarms and pump stoppages events were observed on the system controller's log file. An issue was suspected with the percutaneous lead (driveline) and an ungrounded patient cable was provided for use with power module a/c power. The patient was discharged. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the report of pump stoppages; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The submitted log file showed that on 07dec2017 at 9:58 am, a transient low speed operation event was flagged when the pump speed dropped below the low speed limit, resulting in a low speed advisory alarm. Subsequently, two additional transient low speed operation and motor stopped events were captured on (B)(6) 2017 at 4:49 am and 5:00 am and resulted in low speed advisory, low speed hazard, and low flow hazard alarms. It was reported that the patient remained asymptomatic at the time of the event and was discharged home with a non-grounded patient cable. The patient remains ongoing on lvad support and no additional events have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.